Manufacturer narrative:
Based on the current information provided, the cause of instrument's failure to successfully place a clip is unknown. The product was returned to intuitive surgical, inc. (Isi) and failure analysis (fa) did not replicate nor confirm the customer reported complaint. During analysis, visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system where it passed the recognition, engagement and clip tests, moved intuitively with full range of motion in all directions, and the grips opened and closed properly. The instrument was fully functional, and no product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to mishandling/misuse and recognition issues. While system logs did not show that the returned instrument was used on the customer-reported event date, a system log review for the date it was last used did not reveal any system errors that would have caused or contributed to the reported event.

Event description:
It was reported that during a da vinci-assisted cholecystectomy, the instrument would not fully clamp and fire for the surgeon. The procedure was completed robotically with no reported injury. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details had been received as of the date of this report.